Event description:
The pt is reportedly experiencing episodes of sound quality issues. The pt also reports a decrease in sound performance. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.